Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the left monitor failed to display an image. This will result in the loss of a live image. There are no reports of pt injury or death associated with this event.